Manufacturer narrative:
This report was originally submitted with incorrect serial number, UDI, and date of manufacture information. This information is corrected in this follow up report. Unique device identifier - (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The n2o needle valve was adjusted.

Manufacturer narrative:
No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that , the consumption of nitrous oxide is measured/displayed in spite of closed valve( approximately, 11% was displayed). The reported issue was found during low-flow anesthesia mode. There was no reported patient involvement.